Event description:
CT chest/abdomen/pelvis revealed likely iatrogenic air embolism in heart and pulmonary arterial trunk. This is the second similar event in a 2 month time frame that could be attributed to IV tubing. Bd currently has a recall on other IV tubing that can result in air embolism. FDA safety report ID# (B)(4).